Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via phone call, the insulin pump was alarming no delivery, it had battery issues, and the piston wasn't rewinding properly. Customer's blood glucose was unknown. Troubleshooting was offered but according to company representative, the customer declined and wanted to speak to his doctor. Customer is not returning the device for analysis.